Manufacturer narrative:
One used list # am6127 connected to an unknown, bifuse extension set were returned for evaluation. As received, one of the nanoclaves was observed to be separated from its manifold. The nano manifold clave and manofold body were not observed to be tacky, however a beach marks on both components were confirmed. A slightly bent spike was confirmed. The customer's complaint can be confirmed. The probable cause of the separation was due to an unintentional bending force applied during use. The probable cause of the bent spike cannot be determined. A device history record review could not be conducted because no lot number was identified.

Event description:
The event occurred on an unspecified date and involved a 11 in(28cm)appx 0.97ml,smallbore set,nanoclave,6-port nanoclave manifold,bcv. The clave reportedly snapped off the manifold and twisted off at the distal end with no manipulation or bending, etc. There was no report of any human harm.